Event description:
Pt had a uterine artery embolization in 2001. During the surgery, pt passed out and had two seizures. Pt has not menstruated since the surgery. Pt went back for a followup with the dr's assistant a month later and told her that they had not menstruated. Their dr gave them yam progesterone cream and the pt developed a rash, acne and felt pms. Pt was menstruating regularly prior to the uterine artery embolization. Pt had the surgery because they wanted to preserve fertility.